Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 250-300 units of insulin. Additionally, the insulin gauge was intermittently inaccurate. The customer¿s blood glucose level reached 385 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.